Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient did not visit the doctor and was not hospitalized due to the events. The patient was treated with ceftriaxone (1 gram, daily, route not reported) and vancomycin (1 gram, during five days, intravenous) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.